Manufacturer narrative:
As the detected deviations could not cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The interval of the supplier maintenance was exceeded by 8 months by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance.

Event description:
Distributor informed our sales department on the (B)(6) that one of our products was involved in a case where a laceration occured.

Manufacturer narrative:
The customer has not yet sent in the product for investigation. We will perform a follow-up as soon as the product has arrived and the findings have been completed.

Event description:
Distributor informed our sales department on the 13th of december that one of our products was involved in a case where a laceration occured.

Event description:
Distributor informed our sales department on the 13th of december that one of our products was involved in a case where a laceration occured.

Manufacturer narrative:
As the device was in specification and did therefore not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." There was a mismatch between the findings of the product sent in and an unrelated repair product. Therefore, the following data have been corrected or supplemented in this report: the findings have been adjusted to match those of the product actually involved in the incident. The serial number of the product was corrected. Coding resources have been adjusted according to the corrected investigation results.